Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty generator board. Possible causes of a defective generator board: - a defective transformer on the generator board (permanent error). - a defective current transformer on the generator board (permanent error). - a defective impedance transformer on the generator board (permanent error). - a defective peak rectifier on the generator board (permanent error). - a missing drive signal for the output stage of the generator board (permanent error). - the output voltage is too low due to bad switching of the output stage on the generator board (permanent error). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hf unit "esg-400" displayed error code e433, followed by not being able to turn the device on. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w; brand name: high frequency unit, esg-400; common device name: electrosurgical system generator; 510(k): k203682; product code: gei. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the device displayed an error code e433 due to a faulty generator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.